Manufacturer narrative:
The partial lead in segments was returned and analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2016. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead replacement procedure, the right atrial (ra) lead revealed low pacing impedance. An x-ray was done, and an insulation defect was detected. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.